Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc leaked at the hub after being in use for 48 hours. The leak was noticed during a blood transfusion. The uvc was removed and another inserted.